Event description:
New information notes that programming changes were made and patient condition is fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent ventricular undersensing was observed. Programming changes were discussed. Device remains implanted.